Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. The patient had skin ulceration and developed drain from pacemaker pocket. The device protruded from the site. There were no additional adverse effects reported. The product was explanted.